Manufacturer narrative:
Lead model 3887-33 lot j0016085v implanted: (B)(6) 2001 explanted: na. Extension model 7495-25 (B)(4) implanted (B)(6) 2001 explanted: na. Extension model 7495-25 (B)(4) implanted (B)(6) 2001 explanted: na. Programmer model 7435 (B)(4).

Event description:
It was reported that the patient's device was in a power on reset (por) condition. Additional information was requested.